Event description:
It was reported that during the procedure, a breach in the insulation of this left ventricular (lv) lead was observed when introducing the lead into the coronary sinus. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the procedure, a breach in the insulation of this left ventricular (lv) lead was observed when introducing the lead into the coronary sinus. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, visual inspection of the lead noted blood/body fluid in the lumen, and 2 puncture holes in the insulation near the tip end of the lead, approximately 58 and 60 mm from the tip end, confirming the insulation damage. This type of damage is consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen. The cause was attributed as unintended use error.